Manufacturer narrative:
Correction: d6b - date of explant in 2017865-2024-42749 submitted on (B)(6) 2024 should have been empty instead of "(B)(6) 2007.

Event description:
New information received confirmed that the right ventricular lead was capped on 9 may 2024 during the pacemaker explant procedure.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the pacemaker was eroded and exhibiting premature battery depletion and the right ventricular (rv) lead was exhibiting high capture threshold. The pacemaker was explanted. There were no patient consequences.